Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope's adhesive on the bending section cover rubber was detached. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date previously unknown. H4 updated.

Event description:
There is no new information provided by the customer.